Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report the ped2-500-18 and the ped2-500-20 the distal end of the stent ruptured. It was indicated that all devices were prepared as per the instructions for use (IFU), and its unknown if there were any patient symptoms or further complications as a result of this event. The pipeline devices were not used for any indication that is not approved (off-label). The patient was undergoing surgery for treatment. It was noted the patient's vessel tortuosity was asked but unknown. No dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was good.

Event description:
Additional information received reported that because they couldn't pinpoint the exact device fault, the report only generally stated that the stents ruptured at the distal end. Both devices had this problem, they sent them back to the medtronic vietnam office at ho chi minh city (photos of the devices are attached). No further details are available.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.